Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital. Upon interrogation after implant, it was observed there was a rise in threshold on the right ventricular (rv) lead. Upon x-ray, it was observed there was less slack on the rv lead compared to what the fluoroscopy showed during the procedure. The lead was repositioned on 15 apr 2021. The patient was in stable condition.